Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest malposition of the 1st valve 'too low' position caused and contributed to the event of hemolytic anemia & pvl. Although there was no specific cause for the intervention, a decision was made by physician to plug the pvl. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the malposition is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from patient support, care advocate (spouse) called psc this morning to report that their spouse has been having medical issues since implant of their tavr valve. The spouse explained that the patient has been in and out of the hospital. After several tests, the patient was diagnosed with hemolytic anemia which doctors determined was caused by the valve's significant regurgitation. After visiting cardiologist that specializes in fixing this problem, tee showed that there was just too much regurgitation and that putting a plug or attempting to expand the valve would not fix it. They determined that undergoing open-heart surgery to remove the tavr valve and replacing it with a new valve would be the best option. But at this time, they have not decided. Care advocate believes that their spouse body may be rejecting the tavr valve. The spouse requests to speak with one of the ew doctors. Upon follow up, a physician was contacted about the patient and the physician advised that the patient needed surgery for tricuspid regurgitation and the aortic pvl. A tee was performed and confirmed the 23mm sapien s3ur valve was malpositioned too low. The patient and their spouse told the physician they would think about their options. At the time of this report, the patient needs a tavr CT and continued workup for either a viv or valve explant. No further information is available. Received an update from the patient's spouse who advised that the physician reviewed the medical records of the patient. The physician advised that they could do a valve-in-valve procedure to fix the current valve. The physician will need to do another cardiac CT scan before and will probably be able to fix the current tavr the day after.

Manufacturer narrative:
A supplemental MDR is being submitted due to administration review, sections g6, h2, h6: impact code updated/corrected.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review, sections g6, h2, h11 correction: per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest malposition of the 1st valve 'too low' caused and contributed to the event of the pvl, which contributed hemolytic anemia. A decision was made by physician perform a blood transfusion to treat the hemolytic anemia. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the malposition is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5 updated.

Event description:
As reported from patient support, care advocate (spouse) called psc this morning to report that their spouse has been having medical issues since implant of their tavr valve. The spouse explained that the patient has been in and out of the hospital. After several tests, the patient was diagnosed with hemolytic anemia which doctors determined was caused by the valve's significant regurgitation. After visiting cardiologist that specializes in fixing this problem, tee showed that there was just too much regurgitation and that putting a plug or attempting to expand the valve would not fix it. They determined that undergoing open-heart surgery to remove the tavr valve and replacing it with a new valve would be the best option. But at this time, they have not decided. Care advocate believes that their spouse body may be rejecting the tavr valve. The spouse requests to speak with one of the ew doctors. Upon follow up, a physician was contacted about the patient and the physician advised that the patient needed surgery for tricuspid regurgitation and the aortic pvl. A tee was performed and confirmed the 23mm sapien s3ur valve was malpositioned too low. The patient and their spouse told the physician they would think about their options. At the time of this report, the patient needs a tavr CT and continued workup for either a viv or valve explant. No further information is available. Received an update from the patient's spouse who advised that the physician reviewed the medical records of the patient. The physician advised that they could do a valve-in-valve procedure to fix the current valve. The physician will need to do another cardiac CT scan before and will probably be able to fix the current tavr the day after. Upon follow up, the patient's spouse sent an update on the patient and the physician needs to do a cardiac CT scan at his facility in order to make an informed decision about whether he can fix the tavr problem via transcatheter procedure. It could involve putting a valve within the current valve replacement or possible over it. The patient is scheduled to have that done. The patient is in a position to possibly fixing the tavr problem and giving them a few more years without serious anemia. Last week, for example, the patient had to have their first blood transfusion because they were so exhausted.